Event description:
It was reported that during implant, the device showed no capture and intermittent capture. Testing of the lead showed that the lead was working as expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. There were no anomalies found.